Event description:
The customer's mother reported via phone call that there was a sensor cannula/introducer needle break on the customer's sensor. The mother stated the transmitter did not blink after connecting to the sensor. It was found the sensor cannula was not attached upon removal of the sensor from the customer's body. The mother was unsure if the sensor cannula was still in the customer's body. Customer's blood glucose was 176 mg/dl. The mother was also advised of off label usage of the sensor as the sensor was not approved for children under 16. The sensor will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor cannula was retracted inside of the sensor; unable to confirm if the customer received the sensor damaged due to the customer returned opened and used; also found the sensor cannula was whole with no broken parts.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.